Manufacturer narrative:
Additional information: a balloon burst occurred. Patient was given actilyse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: balloon leak/burst was noted. The balloon was fully deflated upon removal attempt. Thrombolysis was noted as there was an absence of blood flow observed in the dilated vessel. The patient is reported to be currently fine with no symptoms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: a single procedural related photograph and three procedural cine videos mp4 format were received for analysis. The photograph is of the removed amphirion deep pta balloon catheter removed from the patient. The catheter is in three segments: the proximal segment consisting of the y-manifold hub and catheter; the balloon chamber segment; and inner guidewire lumen segment. Due to the quality and clarity of the image provided it is not possible to determine the full extent of damage to the catheter. There is no clear image of the proximal segment separation force to determine if the separation happened proximal of the proximal balloon bond, at the proximal balloon bond, or just distal of the proximal balloon bond. The balloon chamber segment includes both the proximal and distal balloon cones, thus indicating that all of the balloon chamber material is accounted for. Due to the quality and clarity of the image it is not possible to determine if the initial balloon burst during the first inflation at 7atm was a pinhole, radial, or longitudinal burst. The inner guidewire lumen segment exhibits tensile stretching. Due to the quality and clarity of the image it is not possible to determine if both radiopaque marker bands remain on the inner guidewire lumen segment. Per the initial reported event description ¿all balloon fragments¿ were successfully snared and removed from the patient. The first cine video is of a contrast flow injection prior to treatment. The cine video confirms that the targeted vessel anatomy in the procedure was a ¿calcified lesion in the left posterior tibial artery to peroneal artery with reported stenosis¿. In the cine video a thin diameter guidewire is visible and has crossed the targeted lesion. The second cine video is of targeted treated vessel just above the knee. Neither the amphirion deep nor procedural ancillary devices are visible in the image. A radiopaque reflective mass, most likely thrombus material is visible within the treated vessel. The third cine video is of a contrast flow injection through out the treated vessel post treatment. The contrast flow shows a successfully treated vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphiprion deep pta balloon along with a non-medtronic 2.8 - 3.9 distal to proximal sheath and a 0.014" guide wire during procedure to treat a little calcified lesion in the left posterior tibial artery to peroneal artery with reported stenosis. A non-medtronic indeflator was used for balloon inflation. A contrast medium of 50%/ssn 0.9% 50% was used for inflation fluid. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. During first balloon inflation, catheter burst/ leak/ fracture occurred at 7atm. Removal difficulties occurred, there was difficulties removing balloon following balloon inflation. A snare was used to remove the balloon fragments. All balloon fragments were retrieved. Event led to extend patient hospitalization. No further patient injury reported.